Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When attempting to insert the locator into the insertion sheath, a sensation of stiffness was felt, which made insertion difficult. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure was hemostasis. The procedure before deploying the device was w-eb placement. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the angio-seal.